Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an error code #50. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found error 50 upon initializing the unit. Upon evaluating the unit, the pump motor was locked which required replacement of the motor from the customer's stock. The fse also replaced the expired safety disk. The fse further performed a general cleaning of the unit and ran the unit for about two hours, thereby confirming that no other abnormalities showed while in use. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that when initializing the cs100 intra-aortic balloon pump (iabp) had an error code #50.

Manufacturer narrative:
Additional information: e1(initial reporter: (B)(6). Event site telephone: (B)(6). Event site email: (B)(6)). A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found error 50 upon initializing the unit. Upon evaluating the unit, the pump motor was locked which required replacement of the motor from the customer's stock. The fse also replaced the expired safety disk. The fse further performed a general cleaning of the unit and ran the unit for about two hours, thereby confirming that no other abnormalities showed while in use. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.